Manufacturer narrative:
Device evaluated by manufacturer: the balloon catheter was received in two pieces. The first piece measured 83.5cm from the distal end of the strain relief to the hypotube fracture site. The second piece measured 58cm from the hypotube fracture site to the distal end of the device. An examination of the fracture surfaces are consistent with a bending fracture due to overload at a kink. No evidence of material or manufacturing deficiencies was found that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. The lesion characteristics are unknown. As the physician attempted to advance the 8mm x 3.0mm quantum maverick balloon catheter through an unspecified guide catheter, the shaft of the maverick 'snapped' inside the guide catheter. The quantum maverick never made it out of the guide catheter. The physician successfully completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'stable'.

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. The lesion characteristics are unknown. As the physician attempted to advance the 8mm x 3.0mm quantum maverick balloon catheter through an unspecified guide catheter, the shaft of the maverick "snapped" inside the guide catheter. The quantum maverick never made it out of the guide catheter. The physician successfully completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as "stable".

Manufacturer narrative:
(B)(4).